Manufacturer narrative:
D4: product information was corrected. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed increased cutting resistance as well as blade imperfections; however, a specific cause for these findings could not be conclusively determined through this evaluation. The coring knife was returned in a plastic jar without the protective caps present. The knife handle was not returned. Residue consistent with blood/tissue was present on the knife body and blade edge. Evidence of rust was observed on the knife body and blade edge, consistent with fluid contact during the implant surgery. Visual and microscopic inspection of the knife revealed multiple blade edge imperfections. A cut test was performed with the returned coring knife and a polyurethane sheet. The knife was able to cut through this material without issue; however, there was increased resistance when compared to a control knife. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. The coring knife passed all testing and inspection. A corrective action/preventive action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when using the apical coring knife, the surgeon stated the knife was dull and would not cut through the ventricle. The surgeon used a bovie to finish coring, and the case proceeded as normal.